Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that there a patient experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 25 mmol/l with symptoms of vomiting. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the patient¿s technique with a customer technical support representative and found that the patient was not cycling the cartridges correctly, leading to loss of prime warnings. The patient was educated on the proper techniques for using the cartridges. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the cartridge.